Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received two inappropriate shocks and was subsequently hospitalized. It was hypothesized that the shocks were delivered due to over-sensing noise, which was reproducible with provocative maneuvers. Additionally, diagnostic imaging was performed which did not show any abnormalities. The device data was forwarded to technical services (ts) for review and it was confirmed that the over-sensed noise resulted in the inappropriate therapies. Additionally, there was a drop in the r-wave amplitude morphology which likely contributed to the over-sensing. Ts recommended a system revision to resolve the event. At this time, the s-ICD system remains implanted and in-service. The patient is stable.